Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the balloon deflates within few hours." Customer reports the alleged malfunction occurred during patient use. It was reported there was no patient injury. Patient condition reported as fine.